Event description:
Complainant alleged that during functional testing by a distributor, the device inappropriately shut down. Complainant indicated that there was no pt involved in the reported malfunction.